Manufacturer narrative:
(B)(4).

Event description:
The patient reported poor communication with the patient programmer (pp). The recharger was not able to communicate. The reposition antenna screen displayed in (B)(6) 2015. The patient wasn't feeling stimulation because she has had it on a low setting. The last successful charge session was some months ago. The patient was unable to charge the implant. The indication for use included spinal pain and post laminectomy pain. Additional information has been requested to find out if any troubleshooting or intervention occurred and the outcome of this event. If additional information is received, a follow up report will be sent.